Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccuracy issue first occurred but stated that they had obtained blood glucose results of 275, 256 and 86mg/dl with the subject meter. The patient manages their diabetes with an unspecified dosage of metformin and 10mg/100 units novolog insulin. The patient also stated that they were taking various other non-diabetes related medication at this time. In response to the alleged product issue, an unspecified period of time after the alleged product issue occurred, the patient stated that they had consumed less food and/or drink. The patient had stated that one month before the alleged product issue occurred they developed the symptoms of sweating, dizzy, vomiting and anxious&#56224;the patient did not state whether they required any form of treatment for these specific symptoms a month prior to the alleged product issue, but claimed that they had ultrasound treatment in the emergency room (e.r) on (B)(6) 2016. At this time the patient's blood glucose was also measured on an e.r meter, with a result of 118mg/dl being obtained. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used had expired. The products were requested back for evaluation. Although the test strips the patient was using had expired, this complaint is being reported because the patient obtained inaccurately high readings on the subject meter which may have caused or contributed to the symptoms suggestive of serious injury which the patient experienced. Additionally, it cannot be said with absolute certainty that the alleged inaccurately high subject meter results did not affect treatment options prior to or after the onset of these symptoms.